Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4298 implantable pacing lead, implanted: (B)(6) 2013; 6935 implantable defib lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial bipolar lead pacing impedance dropped below the lower alert range value and triggered an alert. The lead remains in use. No patient complications have been reported as a result of this event.